Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose (bg) was high with high ketones. Bg was corrected via a manual injection. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.